Event description:
One pt sample with discrepant hcg results. Initial result gave 0.314 miu/ml. The result was questioned and the sample was repeated using a screening test, which gave a positive result. The same sample was repeated on the same analyzer resulting at >10,000 miu/ml, and 18,507 miu/ml after dilution. Another sample from the same primary tube was tested and confirmed the 18,507 miu/ml result. If add'l info is received, appropriate notification will be provided.